Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, cracked front panel, no clear image/black monitor screen due to damaged rx module, and broken scope connector lock latch. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the visera 4k uhd camera control unit had broken video connectors. The event occurred during preparation for use, prior to an unknown therapeutic procedure. It was reported that the procedure was not completed using the suspected device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was due to a damaged rx module. It¿s likely the damage occurred because the camera head was inserted with force. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[important information ¿ please read before use] do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.